Event description:
While removing drill pin (3.2 x 110mm bone pin) from patient's right tibia to place implant, drill pin broke. Surgeon made clinical staff present inside the room aware of item being left in patient. Procedure continued witouth further adverse events.